Event description:
A report was received that the patient had an increasing back pain and warm sensation was felt at the pocket site. It was also noted that the device was shocking the patient and had not been working as well since implant. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had an increasing back pain and warm sensation was felt at the pocket site. It was also noted that the device was shocking the patient and had not been working as well since implant. The patient will undergo an explant procedure.